Event description:
The alarm is too hot to use normally. I am afraid that it will burn my son in his sleep. It only takes 30 mins for the alarm to get super hot and unmanageable. I am worried about his safety and can't understand how to use this device when it's too hot. I have done nothing different. Just used the batteries that came with the alarm and the sensor, and it's heating up.